Event description:
A nurse contacted baxter (B)(6) regarding a connection issue between a uv flash transfer set and a bag port. The nurse stated the spike of the transfer set became separated from the port of the twin bag. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined.